Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation and passed self-test. The unit communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and the unit displayed the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The unit was opened, and per visual inspection, no moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, scratched case, and stained keypad overlay in conclusion, customer¿s allegation are not confirmed of sensor issues. Unit communicated properly with link (3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a discrepancy between the sensor glucose and blood glucose values that triggered a threshold suspension. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884l. Troubleshooting was partially performed, blood glucose value was 97 mg/dl and the sensor glucose value was 50 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was within the acceptable range. The customer declined further troubleshooting. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.